Event description:
It was requested that the programmer be tested. The programmer was returned, analyzed and tested out of specification during service and repair. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) cables were cracked. Also, software was updated. (B)(4).